Manufacturer narrative:
This is a final report. An investigation of the reported incident was conducted and revealed, that the fuse holder/power inlet was damaged, the mains fuses were blown and incorrect amperage fuses were installed. The fuses blew unexpectedly due to wear and tear of an electronic component - the device is more than 17 years old. The complaint is considered an isolated component failure without indication of a design or manufacturing issue. There are no signs for an adverse trend. The device was repaired by replacing the power inlet as well as the fuses.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (B)(6) ag received a complaint from USA (user facility report (B)(4)) stating that the m520 ohs1 shut off unexpectedly during a procedure. The microscope was unable to be turned back on and a different microscope had to be brought in to finish the case. There was no patient injury.